Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic keto acidosis with blood glucose level was 700 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. The customer current blood glucose level was 285 mg/dl. The customer was treated with intravenous insulin. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.